Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zest dental solutions locator abutment (imloa003) was returned for investigation. Product returned without original package; therefore, unable to verify zest part/lot number information. Visual inspection of the as returned device noted smooth wear at the coronal surface, and broke at the post minor thread. However, no manufacturing defect was noted. Lot history review was performed and one record was found for the item reported. However, the event is not related to this complaint condition. Therefore, based on the evaluation, the device malfunction has occurred and thread fracture during function and event was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight unknown/ not provided. Product not returned to manufacturer.

Event description:
It was reported that the locator (imloa003) fractured. It was also reported that they were able to remove the fracture portion and replace with another one.